Event description:
Catheter breakage reported. An epidural catheter was inserted into a pt for post-op analgesia. While attempting to inject durmorph, the anesthesiologist met resistance. When attempting to pull back on the catheter, it broke off, leaving a 3.8cm piece of the catheter in the pt. Surgical attempt to retrieve catheter from the pt was unsuccessful. The pt developed a fever of which the cause was never determined. An intramuscular hematoma was reported at the epidural catheter exploration site post-op related to the pt receiving lovenox therapy. No other pt harm reported.